Manufacturer narrative:
The product analysis confirmed that one opened sample of part number 1884012hr from lot number hg2303k was received with a residue consistent with biological contaminants on the device. Visually, the middle assembly tip broke off at the spiral wrap which would have resulted in the reported event. The portion that broke off measured 0.466¿ long. The inner shaft and middle tube spun and indexed freely by hand. When viewed under magnification, the most distal teeth of the inner and middle assemblies showed deformation; the deformation pattern was matched to a stylette that is included with the device. There was no damage to the packaging to indicate a cause and no allegation of damage prior to use. The information most likely indicates the suction path was being cleaned out during the procedure with a stylette or similar device, and inadvertent activation of the blade / handpiece caused the teeth to impact the stylette resulting in the tip break. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the blade fell apart while being used during an endo sinus maxillary and ethmoid procedure. The tip of the blade broke off into the cavity; however, there was no patient impact or injury.